Manufacturer narrative:
Additional information/ correction: e1 - e-mail added. H3 - device evaluation. H6 - codes updated. Investigation results: visual investigation: the investigation was carried out by a subject matter expert at aesculap technical service. During the investigation, the residues were found in the interior and especially on the ball bearings. The proximal ball bearing in the shaft is broken and the driver inside the shaft has deformations and residues. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability 1(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: the heat generated by the product during operation is due to a broken ball bearing. It is highly probable that the ball bearing broke as a result of poor maintenance and improper oiling. In addition, the driver shows small damages at the tip and residues on several places. The maintenance date was exceeded by 5 months, which meant that various wear parts could not be checked or replaced. The cause of the defect in the ga863 product is very likely to be due to improper handling and maintenance. Conclusion and measures / preventive measures: based upon the investigation results the root couse is most likely the handling and maintenance related. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with ga862 - elan 4 electro 1-ring handpiece l7. According to the complaint description, the drill moves in the handpiece and overheats . Patient harm was unknown. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Investigation results will be provided in a supplemental report.